Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. The cause of peritonitis was unknown and the cause of death was reported to be natural causes. On the same day as onset, the patient was hospitalized for the peritonitis event. Treatment was not reported. Peritoneal dialysis therapy was discontinued on an unreported date prior to death. It was not reported if the peritonitis event was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.